Manufacturer narrative:
(B)(4). The was a general and vague statement from a family member of a pt who had died that the philips monitoring device(s) were deficient and instructions for using them were not adequate. No specific allegations or indication of malfunction or user error have been received. No serial numbers were provided. The limited available information is not sufficient to support that there was any possible health risk issue relative to any involved device. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The general and vague statement from a family member of a pt who had died that the philips monitoring device(s) were deficient and instructions for using them were not adequate.